Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that, during a laparoscopic sigmoidectomy, the staples were deployed without problems but the knife was not come back to home position and jaws were not opened at the 1st firing. The device was used on the rectum. The cartridge color was gold. The jaws could not be opened then another competitive device was used and fired on the anal end to complete the case. The reported device was break opened. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Corrected evaluation summary: the analysis results of the ec60a found that it was returned with the anvil bent upwards and with an ecr60d reload present. Upon evaluation, the reload was noted to have the cartridge deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one-piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional test was performed due the condition of the device. Event could not be confirmed as the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4) date sent: 1/12/2017. Batch # (B)(4). The following information was requested, but unavailable: it was reported that another competitive device was used and fired on the anal end to complete the case and that the ec60a device was broke open. Just to confirm, did the device open after it was removed from the tissue? No information. The analysis results of the ec60a found that it was received in good visual condition and with an ecr60d reload present. Upon evaluation, the reload was noted to have the cartridge deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional test was performed due the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.